Event description:
Upon attempted deployment, the coil was difficult to maneuver and was subsequently deployed in a shape that was almost straight. The physician chose to remove the coil with retrieval forceps as a precaution. Another coil was placed without difficulty.